Event description:
This is the first of two reports (same product ID, same product problem, different patients, different product lot number). An osvii was inserted on a female patient on (B)(6) 2014 and it was blocked. Additional information was requested and on (B)(6) 2015, the following was received from the distributor via email on (B)(6) 2015: the osvii implanted on the female patient was not functioning, it was blocked. There was no patient injury reported. However, the osvii was removed and replaced with a medtronic strata programmable shunt. After changing from the osvll to the programmable shunt, the patient was doing fine.

Manufacturer narrative:
The following additional information received was clarified to be erroneously provided by the distributor and should not have been included for mfg report 9612007-2015-00015. The information below belongs to mfg report numbers: 9612007-2015-00011 and 9612007-2015-00012. The osvii implanted on the female patient was not functioning, it was blocked. There was no patient injury reported. However, the osvii was removed and replaced with a medtronic strata programmable shunt. After changing from the osvll to the programmable shunt, the patient was doing fine. Integra has completed their internal investigation on 10/02/2015. The investigation included: methods: evaluation of actual device, review of device history records, review of complaints history. Results: the actual explanted device was not received and scarce information is available. The hospital returned its inventory of valves from lot 182985 (9 valves). One of these valves, sn (B)(4), was pressure/flow tested and found within specifications. The device history records of ref 909712, lot 182985 were reviewed and did not reveal any anomaly. The batch was manufactured in october 2013 and included 28 valves. No complaint was received from this batch apart from this distributor/hospital. The review of integra complaint tracking database for osv ii valves since 2013 reveals a (B)(4) complaint rate for obstruction, underdrainage (basis of around (B)(4) valves). Conclusion: the complaint is not verified by the device investigation. The exact root cause of the reported obstruction could not be determined. Neither further investigation nor corrective action is deemed required.